Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# va0ck00, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The manufacture representative reported seeing a power on reset (por) message on the patient programmer after the patient had a cardioversion. It was noted that the implantable neurostimulator (ins) was off during the procedure, but it was unknown how the cardioversion paddles were placed. An appointment was scheduled with the patient for the following week. A week later, the manufacture representative reported the por was resolved on (B)(6) 2015 after it was cleared using the clinician programmer. It was confirmed that the stimulation was at the appropriate levels and the programmer was functioning. The indication for use included gastrointestinal/pelvic floor.